Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 194 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. The customer was unable to remove their infusion set and examine the cannula at the time of the call. Customer was advised their site/set may be occluded. No additional information provided.